Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 300 mg/dl and was corrected with insulin injections. The customer indicated that the temp rate setting has been used and had not discussed this with a healthcare provider. Tandem technical support performed troubleshooting on the pump and supplies; there were no pump issues found.